Event description:
It was reported that there were no unused spin. Event date confirmed to be (B)(6).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The imaging system then passed the system checkout and was found to be fully functional. It is suspected to be user error and possibly of an object in the field. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used during a sacroiliac and thoracolumbar procedure. It was reported that the site took an ap and lateral shot, however, the lateral shot looked to be incomplete. It was showing the top portion but seemed as if there was something blocking the view. They proceeded with taking a spin and when navigating on the navigation system, they saw that the sagittal view was experiencing the same behavior where the superior and inferior portions appeared to be cut off. However, they were still able to continue with the procedure. There was a reported delay to the procedure of less than one hour. There was no reported impact to the patient. (B)(6) 2020 (rep): no new information.